Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although the cause of the peritonitis was not confirmed, the pdrn stated the patient is not compliant with exit site care and self-care. This is supported by the culture results of pseudomonas, a bacterium that commonly exists in the environment, like in water, plants, and soil. But it also can be found in moist or wet areas such as bathtubs and sinks or can be found on human skin. Based on the information provided and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. This patient utilizes both the liberty select cycler and continuous cyclic peritoneal dialysis (ccpd/manual) exchanges as he travels between his home in pennsylvania and his wife¿s home in virginia. The patient completes treatment on the cycler while in pennsylvania and manuals while traveling to virginia. On 26/may/2024, the patient contacted the pdrn from virginia. He had just started a manual exchange after arriving in virginia and was in exquisite pain (location not provided by patient). The patient had denied constipation. The patient did not respond when asked if the pd effluent was cloudy, but said the pain was subsiding. The pdrn advised the patient that if the pain worsened to go to the emergency room (ER). On (B)(6) 2024, the patient went to the ER. The patient was admitted and underwent magnetic resonance imaging (MRI) for suspected peritonitis. The patient¿s white blood cell count was 40,000 (unknown units) and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics (drug, dose, route, frequency, and duration unknown). The patient¿s pd culture was positive for pseudomonas (species not provided). On 28/may/2024 the nephrologist contacted the pdrn to inquire about the patient¿s pd catheter (not a fresenius product) placement surgery. The pdrn stated the patient had many adhesions at the time of the pd catheter placement. On 31/may/2024 the patient reported that he had adipose tissue from the abdomen removed. Additionally, the patient¿s pd catheter was surgically checked prior to the patient¿s next dialysis treatment. The nephrologist wanted the patient to remain in virginia for 10 days until the antibiotics are completed. The patient remains hospitalized. The cause of the peritonitis was not confirmed. The patient denies any breach in aseptic technique; however, the pdrn stated this patient is not compliant with care of the exit site and self-care. The patient had just initiated the very first capd exchange of his travels when the symptoms of pain began, so the pdrn stated most likely the patient was utilizing the liberty select cycler at the time of infection.

Manufacturer narrative:
Additional information: d4, h4 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. This patient utilizes both the liberty select cycler and continuous cyclic peritoneal dialysis (ccpd/manual) exchanges as he travels between his home in pennsylvania and his wife¿s home in virginia. The patient completes treatment on the cycler while in pennsylvania and manuals while traveling to virginia. On 26/may/2024, the patient contacted the pdrn from virginia. He had just started a manual exchange after arriving in virginia and was in exquisite pain (location not provided by patient). The patient had denied constipation. The patient did not respond when asked if the pd effluent was cloudy, but said the pain was subsiding. The pdrn advised the patient that if the pain worsened to go to the emergency room (ER). On 27/may/2024, the patient went to the ER. The patient was admitted and underwent magnetic resonance imaging (MRI) for suspected peritonitis. The patient¿s white blood cell count was 40,000 (unknown units) and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics (drug, dose, route, frequency, and duration unknown). The patient¿s pd culture was positive for pseudomonas (species not provided). On 28/may/2024 the nephrologist contacted the pdrn to inquire about the patient¿s pd catheter (not a fresenius product) placement surgery. The pdrn stated the patient had many adhesions at the time of the pd catheter placement. On 31/may/2024 the patient reported that he had adipose tissue from the abdomen removed. Additionally, the patient¿s pd catheter was surgically checked prior to the patient¿s next dialysis treatment. The nephrologist wanted the patient to remain in virginia for 10 days until the antibiotics are completed. The patient remains hospitalized. The cause of the peritonitis was not confirmed. The patient denies any breach in aseptic technique; however, the pdrn stated this patient is not compliant with care of the exit site and self-care. The patient had just initiated the very first capd exchange of his travels when the symptoms of pain began, so the pdrn stated most likely the patient was utilizing the liberty select cycler at the time of infection.